Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm. During the conversation, the patient stated he developed an infection on an unknown date and is on antibiotics for 21 days. No sample is available. It is unknown what labs or cultures were performed. It is unknown what the patient outcome was. It is unknown if the event was related to use error and if retraining has occurred. On (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The patient was diagnosed on (B)(6) 2011 with peritonitis. It is unknown if a cell differential was performed. The nurse believed the cause of the peritonitis was poor aseptic technique and not related to baxter products or dianeal therapy. The patient has been retrained on proper aseptic technique while performing therapy. The patient was treated with antibiotics and is recovering. Therapy is ongoing. Concomitant medications were not provided. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. The assignable root cause is breach of aseptic technique. A batch review was conducted and no issues were found related to the reported condition during the manufacture of those lots. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.